Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant of the implantable pulse generator (ipg) system, the patient's incision site began to show signs of erosion and necrosis. The ipg system was extracted. No further patient complications have been reported as a result of this event.